Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was unable to load imaging system exams that were taken in a deep brain stimulation (dbs) case on the navigation system. This was post-op and the exams were stored on the site's electronic picture archiving and communication systems (pacs) network. When they tries to pull the exams over from pacs they get a 10 slice blank exam saying it's not valid data for navigation. When the site tried sending the same images across the system at a later point and they were still giving the same issue. However instead of sending the 10 images with an error code, it was a little different. The system said it was receiving 192 images from the imaging system, but instead it is sending across 5 images that look like the very beginning of the scan. The site tried this with 8 different patient exams and they all had this issue. The site tried a different port to send images and there's the same issue. The site tried sending an MRI as well and there was no issue. So it seemed like it was only an imaging system image issue. The site updated a different navigation system to 3.1 and they were able to receive the exams on this new navigation system, but it was giving an error. Medtronic engineering was contacted and they said that the second message was not an error, but a warning when the exam data is too big to fit in a 16 bit number. When this happens, the system clamps the high data. Normally there is only metal that is that high, so it shouldn't be an issue. But since the system was clamping the data, it posts a warning message to ensure the user will look at the image and ensure it looks ok. As long as the images look ok, it is safe to ignore (this message was introduced in 3.1 - previously the exam would produce an error volume). As for the transfer to the first stealth, this looked like it was the issue where the site was resending the data and there are uid conflicts. The engineer suggested having them first go through the patients (making sure to check the exams older than 30 days) and delete any exam related to the imaging system exams they want to re-import. The dicom would be kept around until the last one was deleted (as it is being referenced), so all exams need to be deleted before the problem at ic dicom will also be deleted. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.